Event description:
It was reported that a patient was admitted after a patient alarm sounded. A high lead impedance in the right ventricular (rv) and superior vena cava (svc) coil was observed. The lead was capped/abandoned, partially removed and replaced. It was also reported that after the partial explant a possible insulation defect at both coils was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) -the proximal segment of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the inner tubing of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a breach due to a depression while in vivo and the inner insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.